Event description:
It was reported that the device was sent in for repair for an unknown issue. There was unknown patient involvement. Analysis of the device found a damaged downstream occlusion (dso) seal and a defective printed wire assembly (pwa).

Manufacturer narrative:
E1: facility name (B)(6). H3: one device was received for evaluation. Visual inspection found a damaged dso seal and a scratched lcd lens. The event history log was downloaded. Functional testing was unable to duplicate an unknown issue; however, a degraded dso seal was revealed along with a defective pwa board. The lens, dso seal, and pwa board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.